Event description:
The physician required an assessment for the heart valve. He considered the valve remained with stenosis after a very short period of time it was implanted. Another sjm 25 mm biocor was implanted (model b100-25a, (B)(4)). Add'l info received indicated pannus and thrombus on the valve. The pt required prolonged ventilation, more than forty eight hours and post surgery vasoplegia during the three days, post surgical bleeding acceptable without neurological sin compromise, and went on extubated cardiovascular recovery recuperation.